Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mek051 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture snapped during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.